Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed that the right atrial (ra) lead exhibited oversensing due to noise that inappropriately triggered automatic mode switch (ams) episodes. It was noted that the noise events were deemed to be external. No intervention was performed. The patient was in stable condition.